Event description:
It was reported that the patient went to the hospital after experiencing a shock. An interrogation of the device found a long charge error code and the device was beeping. The high energy shock impedance was seven ohms, which is low and out-of-range. The electrograms had some noise recorded during the shock episode. Technical services advised to replace the system. There were no adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. The system will be replaced later when the patient recovers. There were no additional adverse patient effects. It was reported that the patient went to the hospital after experiencing a shock. An interrogation of the device found a long charge error code and the device was beeping. The high energy shock impedance was seven ohms, which is low and out-of-range. The electrograms had some noise recorded during the shock episode. Technical services advised to replace the system. There were no adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device noted the presence of an arc mark near header. Further analysis noted the device had long charge errors caused by a high energy charge occurring in close proximity to the outer case of the device. Analysis concluded this type of damage is likely due to the device delivering a shock with the shocking electrode in close proximity to the pulse generator.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted. The system will be replaced later when the patient recovers. There were no additional adverse patient effects. It was reported that the patient went to the hospital after experiencing a shock. An interrogation of the device found a long charge error code and the device was beeping. The high energy shock impedance was seven ohms, which is low and out-of-range. The electrograms had some noise recorded during the shock episode. Technical services advised to replace the system. There were no adverse patient effects. The system remains implanted.